Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two pts when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. The initial test results were questioned. Repeat analysis was performed. The test results were within the normal range. No report of death or serious injury, and no affect to pt treatment as a result of this event.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two pts when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. The initial test results were questioned. Repeat analysis was performed. The test results were within the normal range. No report of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples were lithium heparin plasma collected in gel barrier tubes. Samples appearance was normal with no visible fibrin. The fill volume of the collection tubes was at the recommended volume. Sample for pt # 1 was stat and was centrifuged for 3 minutes at >3200. Sample for pt #2 was centrifuged for 10 minutes at 3200. Quality control (qc) prior to the event was within specs. Calibration performed at 07:36, just after the erroneous results failed. A system check performed at 09:15, the morning of the event met specs. On (B)(4) 2009, the field service engineer found worn peri pump tubing and a dirty wash wheel. The fse corrected these issues and verified wash arm and pipettor alignments. Calibrations passed and qc resulted within the customer's established ranges. Root cause was not determined. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and oct 23, 2010 of complaints for add'l reportable events.

Manufacturer narrative:
Samples were lithium heparin plasma collected in gel barrier tubes. Samples appearance was normal with no visible fibrin. The fill volume of the collection tubes was at the recommended volume. Sample for pt # 1 was stat and was centrifuged for 3 minutes at >3200. Sample for pt #2 was centrifuged for 10 minutes at 3200. Quality control (qc) prior to the event was within specs. Calibration performed at 07:36, just after the erroneous results failed. A system check performed at 09:15, the morning of the event met specs. On (B)(4) 2009, the field service engineer found worn peri pump tubing and a dirty wash wheel. The fse corrected these issues and verified wash arm and pipettor alignments. Calibrations passed and qc resulted within the customer's established ranges. Root cause was not determined. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and oct 23, 2010 of complaints for add'l reportable events.